Event description:
It was reported to philips that the system's footswitch was unable to trigger cine.the device was in clinical use at the time of the event. No harm was reported to philips.philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, coronary diagnostic procedure was performed by the customer when the issue occurred, and the procedure was completed as planned by using the same footswitch. The philips field service engineer (fse) inspected the system on site and confirmed that footswitch unable to trigger the cine. Upon troubleshooting fse found that the issue was due to damaged standoffs on both the footswitch and the table. To resolve the issue, fse replaced standoffs in the table and footswitch. The defective footswitch was returned to philips for analysis and found a locking screw connector was absent, the anti-slip feature was not present and pedal 1 was malfunctioned when the cable was twisted or bent at the footswitch's cable inlet. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.